Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a sensor pod that fell off the patient's skin before 7 days. The sensor was inserted at the abdomen on (B)(6) 2015. Patient uses cortisone cream and dexamethasone, prior to sensor insertion, as prescribed by physician for a non dexcom related issue. Date of prescription is unknown. No additional event or patient information is available.